Event description:
It was reported that while interrogating a patient's device, the programmer would not complete the interrogation. The programmer would reset, and an error code was displayed. This issue occurred twice, and another programmer was used to finish the interrogation and device check. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported interrogation issue. The programmer would reset, and an error code was displayed. The printed circuit board was found to be out of electrical specification. Several other error messages were also observed in the programmer history log, and the display bullet assembly was noted to be broken.